Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range shock impedance measurements during in-clinic evaluation. Additionally, oversensed noise on the shock channel was observed, which could not be reproduced with isometric maneuvers. Technical services (ts) reviewed the device data and determined the cause could be a potential lead integrity issue, particularly given the age of the lead. No adverse patient effects were reported. This rv lead remains in service.